Event description:
A hospital reported to our distributor that six rt040 full face masks 'are apart in the package won't bold seal'. We believe this to mean the mask cushion of the rt040 full face mark separated from the mask frame. No patient consequence was reported.

Manufacturer narrative:
The devices are expected to be returned to fisher & paykel healthcare. Method - no information to date. Results - investigation still underway. Our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. Conclusion - no conclusion can be made at this time. Add'l lot# 071031.